Event description:
It was reported that the customer's insulin pump went into threshold suspend when her blood glucose level was 95 mg/dl. The insulin pump's sensors were bent. She also received a change sensor alarm. The product was returned. Nothing further to report.

Manufacturer narrative:
Reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for low readings, 1 remaining sensor passed per specification with accurate readings. Also found cannula bent unable to confirm if customer received sensor in said condition or if customer returned opened/used.